Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power distribution unit (pdu) control module. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that the pdu control board software was not available. Upon troubleshooting actions, fse identified that the system was in startup mode and the system application was not displayed. Fse replaced the pdu control board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.